Event description:
Reporter indicated that a (B) (4) handheld computer would not finish loading the vns software. A hard reset was performed, and then the handheld became nonresponsive. Good faith attempts to obtain the prod for analysis have been unsuccessful to date.